Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an angiogram interventional procedure with a 6f sheath. Reportedly, it was noted the device didn't feel right during use since the needles never took the suture [malposition]. The patient experienced a temperature spike and numbness in the leg. A dissection was noted, which was treated with a stent via a second access site. The stent was also used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported malposition of the device was not confirmed. It was noted that a needle to cuff miss, material separation, and deformation of the device occurred. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the noted needle to cuff miss, material separation, and deformation of the device appears to be related to circumstances of the procedure. In this case a needle to cuff miss on the posterior side occurred leading to a material separation of the link at the anterior swage end and deformation of the anterior cuff tabs. Patient effects have been found to be related to the normal risks associated with vessel access, and percutaneous diagnostic and interventional procedures, or are known risks of the use of smc devices. The reported patient effects of numbness and intimal tear / dissection are listed in the perclose proglide instructions for use as known potential adverse events associated with use of suture-mediated closure device procedures. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.